Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-01780. Concomitant products: sa-dial/comp ti std taper pn118001 ln298810, e1 44-36 std hmrl brng pnep-115393 ln211910, comp rvs tray co 44mm pn115370 ln641920, comp rvrs shldr glnsp std 36mm pn115310 ln341180. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a shoulder revision procedure, the taper adaptor would not seat in the central screw hole over the screw. A shorter screw was tried in its place, but the issue persisted. The central screw was then removed and the taper adaptor fit. No medical intervention or patient impact was reported. No further information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: comprehensive standard taper adaptor catalog#: 118001, lot#: 298810; standard humeral bearing catalog#: ep-115393, lot#: 211910; comprehensive reverse tray, catalog#: 115370, lot#: 641920; comprehensive reverse glenosphere 36mm, catalog#: 115310, lot#: 341180; comprehensive convertible glenoid baseplate, catalog#: pm0000797, lot#: 419480. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a shoulder revision procedure, the taper adaptor would not seat in the central screw hole over the screw. A shorter screw was tried in its place, but the issue persisted. The central screw was then removed and the taper adaptor seated. The device was left implanted without a central screw. No further information is available.